Event description:
It was reported that "patient indicated for central venous catheter placement, ultrasound-guided procedure, single puncture, venous return obtained, easily deformable guide advanced, bent only upon contact with the patient, guide must be changed, new catheter opened, guide advanced and prior to millimeter cut to advance dilator, the dilator bends at the tip despite proper technique, a second dilator must be used, subsequently advancing the central venous catheter after 2 unnecessary punctures in the procedure. Dilator bends at the tip despite proper technique, a second dilator must be used, subsequently advancing the central venous catheter after two unnecessary punctures in an ultrasound-guided procedure, punctures required due to failures in the arrow brand central venous catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine" associated MDR numbers include: 9680794-2025-00935 and .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient indicated for central venous catheter placement, ultrasound-guided procedure, single puncture, venous return obtained, easily deformable guide advanced, bent only upon contact with the patient, guide must be changed, new catheter opened, guide advanced and prior to millimeter cut to advance dilator, the dilator bends at the tip despite proper technique, a second dilator must be used, subsequently advancing the central venous catheter after 2 unnecessary punctures in the procedure. Dilator bends at the tip despite proper technique, a second dilator must be used, subsequently advancing the central venous catheter after two unnecessary punctures in an ultrasound-guided procedure, punctures required due to failures in the arrow brand central venous catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00935.